Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') and internal haemorrhage ('internally bleeding for 12 days-post op') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("severe auto-immune issue"), depression ("depressed"), abdominal distension ("her stomach grew bigger than the day she gave birth"), alopecia ("hair began to fall out"), nasal polyps ("nasal polyps"), hypersensitivity ("allergic reactions") and abdominal pain ("insufferable burning pain inside") and was found to have lipoma ("fatty tumors") and weight increased ("gaining weight"). The patient was treated with surgery (laparascopic radical hysterectomy removal on (B)(6) 2019 and emergency surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, autoimmune disorder, depression, abdominal distension, lipoma, weight increased, alopecia, nasal polyps, hypersensitivity and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, autoimmune disorder, depression, hypersensitivity, internal haemorrhage, lipoma, nasal polyps and weight increased with essure. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: the case (B)(4) (MFR# 2951250-2020-14473) was identified as a fu of this case and therefore the case (B)(4) was deleted from argus database and all information was transferred to this case. New reporter and drug history were added. Essure insertion date updated. Events were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on 12-mar-2019). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on (B)(6) 2019). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.